Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Review of the system log file showed that x-ray not possible. Fse replaced the defective host pc and os disk. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that x-rays were not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.